Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would lock-up with a white display and that the only button that would respond when pressed was the on/off button. Physio then replaced both the system controller and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not boot-up. The customer advised that when the device is powered on, it immediately had a white display. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported lock-up condition was the user interface (ui) pcb assembly; however, further component level cause could not be determined. The removed system controller pcb and ui to stack flex assemblies were ancillary parts and there were no issues observed.